Manufacturer narrative:
Na.

Event description:
The customer received questionable low ise indirect gen.2 sodium results for multiple patient samples from the cobas integra 400+ analyzer. Of the data provided for four patient samples that were repeated on an integra 400 at another laboratory, only the results for two for the samples were discrepant. Patient 1 initial result was 132.6 mmol/l and the repeat result was 139.1 mmol/l. Patient 2 initial result was 130.9 mmol/l and the repeat result was 136.0 mmol/l. The erroneous results were reported outside of the laboratory. No patient was treated based upon the erroneous result. There was no adverse event. The sodium electrode lot number was either 21572847 with an expiration date of 20-apr-2018 or 21574747 with an expiration date of 31-aug-2018. The field service representative found there was poor sample mixing. He replaced the air pump, adjusted the mix/dry, and replaced the mix tower. The customer calibrated and ran qc which met parameters. The investigation was unable to find a definitive root cause.